Manufacturer narrative:
Add'l info rec'd on (B)(4), 2011 indicated that a tm monoblock tibia was the implant revised. Originally the nexgen flex tibial component was reported. Therefore, MDR 1822565-2011-01467 was filed incorrectly. Items not returned. It is reported that the pt was revised due to pain and loosening of the tibial component. The part numbers and lot numbers are unk; therefore the mfg records could not be reviewed. No devices or photos were rec'd; therefore the condition of the components is unk. The devices were reported to have been in vivo for approx 17 months at the time of revision. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided.

Event description:
It is reported that the pt was revised due to pain and loosening of the tibial component.